Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to faulty force sensor system. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify alarm due to motor error alarm. The pump was received with normal operating currents and passed unexpected error test and self-test. Motor passed motor test. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that they were unable to exit the preparing to prime loop. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.